Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing wearable wire occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient inserted a new wearable and experienced bleeding and pain at the insertion site and decided to remove the wearable. Upon removal of the wearable, no portion of the wearable wire was on the wearable and the patient alleged the wire remained in the skin. At an unspecified later time, the patient went to the emergency room (ER) to verify if the wire remained in the skin. In the ER, the health care provider did not attempt to remove the wearable wire from the skin and advised the patient to allow the wearable wire to make its way out to the surface of the skin on its own. The patient received an intramuscular (im) tetanus injection and was discharged home the same day and was advised to take over the counter ibuprofen and tylenol tablets if she develops soreness at the insertion site. At the time of the follow-up report (02/06/2025), the wire was still in her skin and will wait for it to come out on its own as advised by the doctor. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.